Manufacturer narrative:
Unit is not available for evaluation. It was kept by the customer. If any new information is discovered, a follow-up report will be submitted.

Event description:
This report was originally submitted on 4/2/2019, and is being resubmitted on 7/1/2020, as the original report failed to go through. The circlip fitted internally on the male qdv part number 10542031t was incorrect and smaller dimensions than normal. This allowed the circlip to be dislodged during filling and subsequently resulted in cold burns to the hand.